Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the device would deactivate. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation details: during testing, it was confirmed that the device self activated, and would not turn off due to open condition of the micro-switch, the complaint is confirmed. Manufacturing engineering for evh products will be notified. A lhr review was completed for the product, there was no nonconformance associated with the lot number.